Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was found to have thermal damage on the yaw pulley. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the thermal damage was identified prior to reprocessing. When the instrument was used in the last procedure, the instrument was inspected prior to use with no issue. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have thermal damage on the yaw pulley. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument grips were manually manipulated, and the instrument failed electric continuity test on all attempts. Further investigation found damage of conductor wire insulation at the yaw pulley. There was not material missing and the conductor wire was not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument was found to have the conductor wire dislodged from connector at back end. The wire insulation was not damaged. There were no signs of thermal damage at the proximal end.